Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection or short-circuit of output signal line and buckling of image sensor cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection or short-circuit of output signal line caused by buckling of image sensor cable. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. E1: address 1: (B)(6). E1: city: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the video processor, an error message appeared, and the image went black. The issue was found during set up/inspection for use. There were no reports of patient involvement.